Event description:
"Caller alleged discrepant accuracy results compared with poc. Results as follow:" date: (B)(6) 2012, inratio2: 1.4, poc: 2.7. Time elapsed between each method of testing is five minutes. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.